Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. The issue was decided to be reported as unintended standby may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on received information, no part has been replaced in regards to the claimed problem with unintended standby mode. Therefore, root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).